Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed through functional testing. The cause was a damaged downstream occlusion (dso) seal. Replaced the dso seal to fix this issue. The device passed all testing after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had a bubbled/delaminated downstream occlusion (dso) sensor seal. Observed during testing. There was no patient involvement during.